Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter was reading inaccurately about 7pm on (B)(6) 2017, when she obtained an alleged inaccurately high blood glucose result of ¿hi¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin which she self-adjusts. She reported that she immediately administered 15 units of novolog insulin after obtaining the result. She indicated that within 30 minutes of the start of the alleged issue, she developed symptoms of ¿couldn't think, lethargic and trouble speaking¿. She reported that she took tests on the subject meter (48 mg/dl) and other meters which showed results in the ¿40's and 50's¿. No treatment for her symptoms was documented. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure and her test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips and she did not have the meter and test strips with her at the time of the call. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Control solution was also sent to the patient to allow her to verify the accuracy of the lfs products. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.